Event description:
Healthcare professional reported capsular contractures baker grade iii-IV. Device has been explanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Manufacturer narrative:
Only device photos were received. Visual analysis: visual analysis of the photographs identified: capsular contracture : unable to observe as it is a medical event that is not related to the device. Granuloma : unable to observe as it is a medical event that is not related to the device. Necrosis : unable to observe as it is a medical event that is not related to the device. No additional observations. No further actions are required since no issue in the manufacturing of the device is observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii-IV. Healthcare professional additionally reported granuloma, and necrosis. Device has been explanted.